Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture during a post-implant follow-up in clinic. The lead was explanted and replaced. The patient was stable post procedure and discharged.